Event description:
It was reported that a ax55b was used during an unk procedure. It was reported by the affiliate that after firing on rectal slump, all staples did not form the "b" shape. The surgeon used another device to close the tissue.